Manufacturer narrative:
The reported event is inconclusive. Visual evaluation noted rhe sample was provided with the original bard inlay pouch and placed inside a large ziploc bag. The suture and pigtail straightener were not provided. Visual requirements per cs-7505-xx section 3.1 state to "use unaided eye at 12" to 18" distance under normal room lighting, unless otherwise noted. Dimensional requirements per cd-7505-xx state the od of the stent is to be 0.061" ± 0.002", and the guidewire used is to be 0.035" ± 0.001". Upon evaluaiton, no visual defects were observed. The outer diamter (od) was measured at 0.0623", using a laser micrometer. A 0.035" guidewire was passed through the sample without resistance. Based on this assessment, the reported issue regarding guidewire passage cannot be confirmd. It should be noted that the suture and pigtail straightener were not included with the returned sample and therefore could not be evaluated. Additionally, the guidewire used during the original procedure was not provided for assessment. Also received 2 photo samples. First photo sample shows top view of stent and pusher within packaging. Second photo sample shows top view of product packaging and document written in native language. As guidewire was not received and it is unknown how the product interacted with the patient's body the reported event is inconclusive. Instructions for use were reviewed for this investigation. The labelling was reviewed and found to be adequate. DHR review did not show any problems or conditions that would have contributed to the reported event. Corrections: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the stent was unable to advance on the guide wire. It may be a problem with an excessive resistance during stent delivery. Per additional information received via ibc on 19mar2025, stated that they tried about 3 times to advance the stent over the guidewire, but they failed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the stent was unable to advance on the guide wire. It may be a problem with an excessive resistance during stent delivery. Per additional information received via ibc on 19mar2025, stated that they tried about 3 times to advance the stent over the guidewire, but they failed.